Manufacturer narrative:
There was a statement in the previous supplemental that was incorrect. The corrected statement is as follows: further information indicates there was no injury. A recent health hazard evaluation with a medical consultant concluded that the likelihood of a serious injury due to a "foot pedal running continuously" was low.

Manufacturer narrative:
This regulatory report was filed quickly to be completed in a timely manner. Further information indicates the injury was minor and a recent health hazard evaluation with a medical consultant concluded that the likelihood of a serious injury due to a "foot pedal running continuously" was low.

Event description:
It was reported that during a spinal surgery, the foot control was involved in a "runs continuously" event. No other information or details were provided.

Manufacturer narrative:
No event date provided: (B)(4). Conclusion - (analysis could not duplicate reported failure; therefore the results of the investigation is inconclusive) no medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. The information reasonably suggests that a device in question has malfunctioned as defined by the FDA . Without patient injury, this event is being filed as a product problem. This malfunction is likely to cause or contribute to death or serious injury based on the FDA's definition of "likely" if it were to recur. Device description: the integrated power console (ipc) system is indicated for the incision / cutting, removal, drilling, and sawing of soft and hard tissue and bone, and biomaterials in neurosurgical (cranial, craniofacial) orthopedic, arthroscopic, spinal, sternotomy, and general surgical procedures. The system consists of a power control console, footswitch, connection cables, and assorted handpieces to drive various burs, blades, drills, rasps, cannulae, and saws. It includes integrated irrigation pumps for irrigation of blades, burs and for motor coolant. The ef200 multifunction foot control unit allows control of handpiece selection, handpiece speed, and mode selection. When used with drills and microdebriders, the top blue button enables the inactive handpiece selection. The function of the foot pedal, and the left and right blue buttons is determined by the attached device. Each button must be depressed and held for a definable amount of time (100 ms by default). The foot control was returned to service and repair. The evaluation that was completed by service and repair did not confirm the reported event and the unit was tested and passed all manufacturing specifications.